Event description:
The customer reported a leak from the probe wash while running probe wash test involving an lh 500 hematology analyzer. The customer indicated that 1 ml of fluid leaked onto the countertop. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves and goggles and no exposure or injury was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. Beckman coulter field service engineer (fse) discovered that the probe wipe for the secondary mode was not performing to specifications. The fse removed and replaced all 6 tubes at pinch valve pv49 as a precaution since the fse was unable to determine which of the 6 tubes caused the leak. All 6 tubings are active for the probe wipe functions. The fse also cleaned and flushed all tubings for the rinse block and repairs were verified per established procedures. Failure mode is attributed to the probe wipe for the secondary mode.

Manufacturer narrative:
Results: probe wipe for the secondary mode. (B)(4).